Event description:
It was reported to covidien on 12/03/2009 that a customer had an issue with an scd sleeve. Customer states the pt developed a bruise where the sleeve was in contact with the calf, this happened in the same area on both legs.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.